Manufacturer narrative:
(B)(4). The rt319 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt319 bi-level/CPAP breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph revealed that the inspiratory elbow probe cap was removed. Conclusion: without the return of the complaint device, we are unable to determine what may have caused the reported event. However based on the information provided, the customer stated that the circuit was leaking from the probe port when connected to the ventilator. This indicates that the customer was trying to use the circuit without a temperature probe. This is outside the intended use. All rt319 adult breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt319 bi-level/CPAP breathing circuit include a pictorial showing the instructions to connect the circuit and exhalation port correctly. It also includes the following: check all connections are tight before use. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. For use under the supervision of trained medical personnel.

Event description:
A healthcare facility in (B)(6) reported that the tubing of a rt319 adult bi-level CPAP breathing circuit was found leaking during use. There was no reported patient consequence.